Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. It was reported that the physician's name is (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during band ligation procedure performed on (B)(6) 2018. The patient presented variceal bleeding. The first two bands were successfully deployed; however, the third band would not deploy. Reportedly, the patient re-bled, and another speedband superview super 7 device was used to stop the bleeding and completed the procedure. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during band ligation procedure performed on (B)(6) 2018. The patient presented variceal bleeding. The first two bands were successfully deployed; however, the third band would not deploy. Reportedly, the patient re-bled, and another speedband superview super 7 device was used to stop the bleeding and completed the procedure. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.